Manufacturer narrative:
Device data for 10-jan-2026 was reviewed. No malfunction alerts, motor errors, or system faults were identified, and the ilet was functioning as designed. The user announced a less than usual meal during hyperglycemia, and approximately 10 units of insulin were delivered over six hours. Insulin suspension occurred prior to cgm glucose dropping below 70 mg/dl, though earlier suspension was limited by temporary lack of cgm data. The event is consistent with physiologic response to insulin delivery in the context of meal announcement behavior and intermittent cgm availability. No device malfunction was identified.

Event description:
On 21-jan-2026 the patient reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl following a meal announcement of less than usual during a period of hyperglycemia. The user was transported to the hospital by a caregiver where the user was treated and discharged (B)(6) 2026. No long-term health effects were reported.